Event description:
It was reported that a non-boston scientific ablation unit is not functioning. No procedure and patient were involved. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).